Manufacturer narrative:
The reported complaint was confirmed. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2020-00030.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation, the centrifugal drive motor had a damaged latch assembly. There was no patient involvement.